Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing raynaud's phenomenon. Side unspecified, this record is for the left side. Patient additionally reported having "neurological symptoms," specified as "seizure disorder." No treatment or surgical reoperation has occurred. Device remains implanted.